Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary and bowel dysfunction. It was reported, that they were very sore and think the device was hot and swollen. And they were afraid it might be infected. Patient said, their butt was all black and blue from the operation. Patient also said the device feels warm when they touch it. Agent asked patient if they have had any improvement in symptoms, since the procedure was done. And patient said, they were glad they had it done. And they think, it was working, but at night they are having accidents. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider on friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were having no issues. The patient questioned that "is their device was not working properly?". The patient confirmed that they had not changed anything since they put in.